Event description:
Crna was extubating pt as they were waking up in pacu. The et tube broke in two during extubation. Pt had bite block in their mouth. Distal end of tube was removed from pt's mouth using forceps.